Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device was exhibiting tones. The patient had their device interrogated and the device had exhibited battery depletion (bd) code. The patient reported magnet application over their device for a half hour period. Electronic data analysis was performed indicating that the unintended battery depletion code was due to magnet application and that the battery has recovered. No adverse patient effects were reported.